Event description:
The stent dislodged.

Manufacturer narrative:
The report we received from the field indicated that during a coronary stenting procedure, the stent came off the balloon in the patient. The stent was then crushed into the vessel wall. As reported, it was uncertain if the stent remained crushed behind a new stent. The report indicated there was no patient injury. The balloon catherer has been returned for evaluation; however, the engineering evaluation is not yet completed. Add'l info has been requested and will be submitted within 30 days from receipt.